Event description:
It was reported the patient experienced syncope, ectopy and bradycardia as reported by emergency medical services. It was noted that the implantable pulse generator (ipg) was pacing below the lower rate. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.